Event description:
The customer reported an intermittent loss functionality related to both system displays. This issue will preclude the user from seeing a live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The monitor power supply and display adapter pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.